Event description:
It was reported there was a faulty programmer rf head connection and an intermittent signal. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that there was no telemetry no matter rf head was used. The printer drawer had stripped gears and ran unevenly. The keyboard was loose and the keyboard slide plate was missing. The face plate had a missing screw and the lower case was damaged. A detailed analysis of the link electronic module (lem) printed circuit board was performed. This analysis found that there was a loss of connection at the transformer location on the board. This connection is in line with the connector to the rf head, therefore this loss of connection would prevent the board from receiving a proper telemetry signal from the rf head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that there was no telemetry no matter rf head was used. The printer drawer had stripped gears and ran unevenly. The keyboard was loose and the keyboard slide plate was missing. The face plate had a missing screw and the lower case was damaged.